Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was experiencing seizures. Patient want to have thrie interstim turned off mentioning that their legs and arms were shaking. And their device on its lowest settings. More information was received from patient reporting they were experiencing shaking. No further complications were reported.